Event description:
It was reported that the patient continues to experience pain after her revision surgery. Patient reported that her left knee is swollen the size of a grapefruit. She still walks with a cane and time to time she falls to the point where she sprained her ankle as a result of her week knee.

Manufacturer narrative:
Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 61979010, simplex p - us tobra fd 10-pk, lot code: mbt013. Cat. No.: 61979010, simplex p - us tobra fd 10-pk, lot code: mct026. The patient is (B)(6) inches in height. An event regarding pain and swelling involving a triathlon ps x3 tibial insert was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿[¿] further workup of persistent discomfort in both knees is not documented beyond (B)(6) 2014. There is no evidence of factors of faulty prosthetic design, manufacturing, or materials being responsible for this clinical situation. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the pain and swelling could not be determined. Medical review indicated ¿further workup of persistent discomfort in both knees is not documented beyond (B)(6) 2014." Furthermore, ¿there is no evidence of factors of faulty prosthetic design, manufacturing, or materials being responsible for this clinical situation."

Event description:
It was reported that the patient continues to experience pain after her revision surgery. Patient reported that her left knee is swollen the size of a grapefruit. She still walks with a cane and time to time she falls to the point where she sprained her ankle as a result of her weak knee.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.